Event description:
The reporter stated that during a surgical procedure, the spin screw broke as it was being inserted. There was too much movement between the screw and the screwdriver. The surgeon attempted to insert a second screw with a power screwdriver. This second screw broke also, but was inserted using a screwdriver. There was no pt injury. Surgery time was not prolonged significantly.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. One screw was implanted and the other was discarded at the user facility. An investigation has been initiated based upon the reported info.